Event description:
The female connector of the transfer set got a crack. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.